Manufacturer narrative:
(B)(4): visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dark residue. A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history, work order search and the evaluation of the returned product, the most likely cause of the event was due to the patient moving. (B)(4)

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens. The patient moved and the lens came out. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.